Event description:
The neurosurgeon observed that the valve was no longer adjusted on its setting pressure despite the precautions taken by the patient to avoid magnetic fields. He decided to replace the valve.